Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was not reported. On an unreported date, the patient was hospitalized for the event. It was reported the patient was not treated with medication for the event. At the time of this report, the patient has recovered from the event. The same day as event onset, the pd catheter was removed and the patient was transferred to hemodialysis. No additional information is available.